Event description:
Hypoglycemic coma (hypoglycaemic coma). Case description: this spontaneous case, reportedly by a consumer from the united states as "hypoglycaemic coma", concerns a male treated with novolin 70/30 penfill cartridges (dual-acting human insulin) and a novopen 3 (insulin delivery device), both from an unk date and ongoing, due to insulin-requiring type ii diabetes mellitus. On an unk date the pt went to his primary care physician's office for a routine check up. During his visit the man passed out. His blood glucose level was 10 mg/dl. The pt was transported by wheelchair to the emergency room, which was located in the same building. He was treated with intravenous fluids (unspecified) and orange juice. Reportedly, the pt was discharged that same day after his blood sugar normalized. The pt reported that he had not omitted any meals and had no change to his insulin regimen prior to the event. The pt also reported that prior to this event he had lost consciousness for an unk reason on 05-feb-2006, reported in MFR. Rep. # 9681821-2006-00053 (pt identifier 253371). The device is available for testing and has been returned by the customer. Analysis results are pending.

Manufacturer narrative:
C4 - diagnosis for use (cont) - #1, insulin-requiring type ii diabetes mellitus.